Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Following submission of the initial report, upon further assessment it was determined that the vitrectomy probe was used to remove the broken head of another vitrectomy probe. There is no indication that the specified vitrectomy probe in this report malfunctioned or contributed to any issues. There were no device deficiencies reported. The broken vitrectomy probe tip was reported in mfg report num 1644019-2024-02118. Hence this report does not meet a reportable device malfunction criteria. No further reports will be scheduled under mfg report num 1644019-2024-02096. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Event description:
A customer reported that vitrectomy probe tip was broken during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.